Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface; unknown femur. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history records was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revision procedure approximately two years post implantation due to pain and tibial loosening. No additional patient consequences were reported.